Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was noted that the patient line was not properly primed due to a closed clamp on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Furthermore, it warns the user that failing to open the clamp on the patient line after connecting the solution bags will prevent the patient line from being primed. It provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was determined that the patient line was not properly primed due to closed patient line clamp. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the care giver (cg). The tsr advised the cg to start over with all new supplies to complete the therapy for the home patient. There was no patient injury or medical intervention reported. No additional information is available.